Event description:
Zoll customer support contacted a (B)(6) female pt for an unrelated issue. During servicing of the pt's monitor, a reportable problem was discovered. The monitor was resetting during pulse testing. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor was resetting during pulse testing. The cause of the resets is a defective u1 switching regulator component. The root cause of the defective u1 component cannot be positively identified. No adverse event resulted from the defective u1 component. The pt received a replacement monitor.